Event description:
It was reported that the patient missed his refill and had a return of symptoms. The reporter stated that the pump ran out of medication a week ago, and that a medtronic manufacturing representative had to "shut down" an alarm on (B)(6) 2012. At the time of the report date, the patient was already hospitalized for 6 weeks, due to aspirating and needing life support. The hospitalization was not related to the pump. The patient missed his refill due to the hospitalization. The patient was hospitalized in a facility that his pump management physician did not have privileges in, and the hospital he was in did not manage pump refills, so the patient continued to be without his pump refill. While in the hospital without his refill, the patient's spasticity was getting worse and the patient had "severe" pain. The reporter also stated she "knew the patient must be going through some withdrawals," but no additional patient symptoms were reported. It was reported the patient had a fever, however the reporter thought the fever was due to a urinary tract infection (uti). As of (B)(6) 2012, the patient was still hospitalized and without a refill. The patient was possibly transferring to a hospital where his pump physician had privileges, in order to have his pump managed and refilled. The pump medications were morphine, hydromorphone and baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional review indicated that the patient also had tremors, severe headaches, couldn't even sit in his wheelchair, and couldn't get out of bed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was admitted from (B)(6) 2012 and discharged on (B)(6) 2012 to a rehabilitation center. On friday (B)(6) 2012, the patient had a refill done and drug concentration change was done from 500mcg/ml at 500mcg/day to 2000mcg/ml. The patient was being over-dosed. It was stated that the patient was doing "ok" and was having more spasms, "getting tight", secondary to sepsis. The patient was being supplemented with oral baclofen. It was also stated that he updated the pump friday and couldn't figure out why it was not updated. Last change date showed 3 weeks ago. The patient was mumbling in the waiting area. At the time however, the patient was speaking, sitting up, and alert and they were not seeing issues. Concentration change was done due to lengthening refill interval. It was later reported that the physician believed that he had updated the pump with the new prescription and completed the bridge, but the last reading was noted in (B)(6), and his last refill was on friday (B)(6) 2012. That date was not recorded. The volume indicated "0" when the pump was interrogated the pump and also indicated the old prescription. The cause of the event was indicated as the pump would not set at 20ml. It was also indicated that the patient got a higher dose secondary to current setting and higher concentration. The hospital filled the pump with saline and it was set to minimum rate. The concentration of compounded baclofen was 500 mcg/ml. The patient did have sepsis while in the hospital but the pump was not explanted. The patient had no symptoms when he came to their office in (B)(6). He had the pump refilled and was doing well. He was still doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# n159679019 serial# implanted: 2009-(B)(6) explanted: product type catheter. (B)(4).